Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that coil, hoop, valve (rhv) and introducer sheath were returned for this complaint. The delivery wire was found inside the introducer sheath . The coil was outside the introducer sheath. The twist lock of the introducer sheath had been opened. The delivery wire was inspected and no damages was found. The coil was inspected and was found kinked, and stretched. The interlocking arm of the coil was detached and it was not returned. Functional inspection of the delivery wire was advanced through the introducer sheath without problems, no resistance was felt. Microscopic inspection of the delivery wire reveled that the zap tip has a smooth surface and the interlocking arm inspected and no damages was found. Dimensional inspection of the delivery wire with outer diameter (od) of weld wire arm (od) wire zap tip were all within the specification. Dimensional inspection of the main coil revealed that the number of the distal and proximal fiber bundles, zap tip (od) and the primary coil (od) are within specification.

Event description:
Reportable based on device analysis completed on 06jul2020. It was reported that coil was unable to insert. The target lesion was located in the severely tortuous internal iliac artery. A 10mmx40cm interlock-35 was selected for use. During the procedure, it was noted that the coil could be inserted until middle section of the catheter only. The device was removed together with the catheter and the procedure was completed with another of the same device. There were no complications reported and the patient's condition is good post procedure.. However, device investigation revealed that interlocking arm of the coil was detached and was not returned.